Manufacturer narrative:
H2/h3/h6: the controller, lot number: 1600829819, was returned for analysis. Upon connecting the controller, both the probe and frame displayed a red status and reported geometry errors. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824 (lot: -); ubd:unknown, UDI#:unknown h3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. A instrument failure was identified. It was described as controller was not working because of high geometry error. Issue with the controller. The controller was replaced and the instrument failure was resolved. Codes b01, c13, and d02 apply. A0709 applies to high geometry errors (for both the tracker and instruments. A05 & a1102 applies to localizer faulted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system is showing extremely high geometry errors (for both the tracker and instruments) with an electromagnetic (em) setup. Instruments showed a 40+ mm geometry error, and the tracker showed a 70+ mm geometry error. Both banners were red in the tracking view. The issue was brought to the clinical specialist (cs) attention by a surgeon who was preparing for a case on fri, (B)(6) 2025. According to the surgeon, the system had a "localizer faulted" error message that day. The surgeon proceeded with the surgery on a different navigation system. Troubleshooting was performed by ensuring there was no metal interference in the electromagnetic (em) field. There was no physical damage to any of the components (emitter/cables, bob/cables, it was reported that the system was showing extremely high geometry errors for both the tracker and instruments with an electromagnetic (em) setup. Instruments showed a geometry error of over 40 mm, and the tracker showed a geometry error of over 70 mm. Both banners were red in the tracking view. The issue was brought to the attention of the clinical specialist (cs) by a surgeon who was preparing for a case on friday, (B)(6) 2025. According to the surgeon, the system displayed a "localizer faulted" error message that day. The surgeon proceeded with the surgery on a different navigation system. Troubleshooting was performed to ensure there was no metal interference in the em field. There was no physical damage to any of the components (emitter/cables, bob/cables, instruments). The error message "localizer faulted" did not appear. The print camera diagnostics showed that the bob, controller, and tca were connected, and there were no system faults. The issue persisted when the flat emitter was used instead of the side emitter, when using different em instruments, and when the emitter and instrument were held in the air to ensure no metal interference. The issues also persisted when another s8 was used for troubleshooting, and emitters were swapped between systems. The issue persisted on the original system with the new emitter, and there was no issue on the new system with the original emitter. When the breakout box (bob) and instruments were swapped between systems, the issue persisted on the original system with the new bob and instruments, and there was no issue on the new system with the original bob and instruments. The probable cause was most likely a faulty em controller. The em localization chain consists of the bob, em controller, emitter, computer, and the cables connecting these components. Swapping the bob and emitter with a known, working bob and emitter did not resolve the issue, and these components worked fine on another navigation system. It is unlikely to be a computer issue or an issue with cables. By process of elimination, the issue is likely due to a faulty em controller, despite no fault being detected using print came ra diagnostics. There was no patient involved. Instruments). The error message "localizer faulted" did not appear. The print camera diagnostics showed that the bob, controller, and tca were connected, and there were no system faults. The issue persisted when the flat emitter was used instead of the side emitter; when using different em instruments; when the emitter and instrument were held in the air to ensure no metal interference. The issues also persisted when another s8 was used for troubleshooting, and emitters were swapped between systems. The issue persisted on the original system with the new emitter, and there was no issue on the new system with the original emitter. When the breakout box (bob) and instruments were swapped between systems, the issue persisted on the original system with the new bob and instruments, and there was no issue on the new system with the original bob and instruments. The probable cause was most likely a faulty em controller. The em localization chain consists of the bob, em controller, emitter, computer, and the cables connecting these components. Swapping the bob and emitter with a known, working bob and emitter did not resolve the issue (and these components worked fine on another navigation system). It is unlikely to be a computer issue or an issue with cables. By process of elimination, the issue is likely due to a faulty em controller. (Despite no fault being detected using print camera diagnostics.) There was no patient involved.